Manufacturer narrative:
(B)(4). D10: cat# 139254 lot# 708230 m2a-magnum 42-50mm tpr insrt-3 0/-3mmt1. Cat# us157852 lot# 720260 m2a-magnum pf cup 52odx46id. Cat# 103206 lot# 731470 taperloc por fmrl 12.5x145. Product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2024-00857, 0001825034-2024-00858.

Event description:
It was reported that approximately 16 years post implantation of a left total hip arthroplasty, the patient was revised for concern of metallosis development and pain. During the revision, it was reported that the femoral head was extremely hard to remove as it was cold welded to the trunnion. A substantial amount of scar tissue was also removed from the hip joint. There were no surgical complications. No additional information was available.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4;d4;g3;h2;h3;h4;h6 no product was returned, or pictures provided; visual and dimensional evaluations could not be performed. A review of the device history records identified no related deviations or anomalies during manufacturing. The reported products were reviewed for compatibility with no issues noted. Medical records/radiographs were provided and reviewed by a health care professional. A review of the available records identified findings of the reported issues: revision of left femoral head with mild lengthening, concern for failing left total hip arthroscopy due to metallosis, patient complains of pain, general and local anesthesia, 50ml ebl, posterolateral approach, femoral head was extremely hard to remove as it was cold welded to the trunnion, substantial amount of scar tissue was removed from the hip joint, definitive components were placed after trialing without issues, patient to recovery in stable/alert condition, no complications, weight bearing as tolerated and deep vein thrombosis prophylaxis. A definitive root cause cannot be determined. The event is confirmed via medical records. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.